Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the lot number for this device.

Event description:
A patient experienced bleeding after biopsy using gencut coring tool during a superdimension enb procedure. The first pass was successful without incident. On the second pass a large amount of bleeding was noted. The patient lost approximately 800 cc of blood in 3 minutes. The md waited for tamponade but was unable to stop the bleeding. He was unable to intubate. The trauma surgical team was assisting however the patient lost 2 liters of blood before arresting. Resuscitation efforts were unsuccessful and the patient subsequently died. The physician reported that there was no device malfunction. Physician was using flouro for placement, and was in the periphery of the lung near the lingual where there were no anatomic major vessels. He suggested that it is possible that the tumor was renal cell and hypervascular. Staging using ebus and needle biopsy of lymph nodes was performed prior to moving to the enb navigation procedure. The site reported the patient's death was not related to the superdimension device.

Event description:
Autopsy results revealed evidence of pulmonary hypertension, chronic pulmonary hemorrhage, no cancer and no major trauma to pulmonary artery.